Manufacturer narrative:
A medtronic representative (rep) went to the site to test the equipment. The rep reinstalled the fusion compact software. The rep then tried rotating the model and navigating several times and could not replicate the flickering. The issue was resolved. The navigation system passed the system checkout and was found to be fully functional. No parts were replaced on the system. A software analysis was also completed utilizing a reproducibility methodology. The software analysis was unable to determine probable cause without further information since the behavior could not be replicated. Device manufacturing date unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that when the software was in the registration screen the whole screen was flickering black. This issue was observed when a medtronic representative (rep) was troubleshooting on the navigation system. When the rep tried to rotate the model, the screen would go black until the rep let off the screen. It was also stated that in the navigation task, if the system was left in that task too long the whole screen would turn black, but the system would remain powered on. There was no patient involvement.